Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the handheld camera placed on the instrument drape and it burnt the drape. The staff turned on the scope and placed on the drape to warm up the scope. The staff is worried about safety concerns with a tip being that hot. They proceeded to use the same scope on the patient for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no harm to the patient. The instrument will not be returning. The facility does not provide patient demographic information.